Event description:
Notes from the discharge summary: "recently, the patient has had symptoms of fatigue and pacemaker syndrome associated with dysfunction of his atrial pacer lead. The patient has had multiple infections in the past and although the device had not reached elective replacement indicator (eri), it did have significant battery depletion. Accordingly, the patient was admitted for atrial lead replacement and generator replacement...hospital course:...the patient was taken to the operating room where his implantable cardioverter defibrillator (ICD) generator was replaced and an uncomplicated atrial lead extraction/reinsertion was carried out. Postoperatively, he had adequate pain management and his wound was healing without incident." Please note, the ICD was implanted in mexico and we do not have specific data for the implant.what was the original intended procedure?explant ICD generator.implant ICD generator, medtronic model d314trg.right atrial lead extraction.right atrial lead insertion.device #1is this a laboratory device or laboratory test?no.